Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the gantry would not complete any motion. To relieve the issue; the representative replaced the battery charger, pendant, motion control box, power switching board and the stand alone board. The imaging system then passed the system checkout and was found to be fully functional. The battery charger was returned to the manufacturer for analysis. Testing found that the 360vdc was not stable in that a drift of 3v + - would occur. This confirmed an electrical based failure due to the variance. The pendant was returned for analysis. Testing found physical damages to the pendant however the pendant was not related to the reported issue. The motion control box was returned to the manufacturer for analysis. When testing, it was found to have a collimator error when connected to a known working system. This confirmed an electrical failure due to the collimator. Additional testing on the positioner of the motion control box found that no movement could be completed along the x-axis. The system control board was returned to the manufacturer for analysis. Testing found that, when installed in a known working system, the lift and shift function would remain engaged and would not disengage with prompt from the user. The confirmed an electrical failure due to a faulty board. The stand alone board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system gantry was experiencing issues with movement. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The gantry control box was returned to manufacturer. Analysis could not confirm any failure as it functioned as intended. When installed in a known good system, the system readied and motion calibration was successful. Door open and close functioned as expected, and both 2d and 3d imaging were successful while under test. No problem found.

Manufacturer narrative:
Two system control boards were returned to the manufacturer for analysis. One of the control boards was found to be fully functional with no problem found. The other system control board confirmed the reported problem. Installed system control board in test imaging system. Motion did not ready. In remote desktop no controllers are recognized. Controllers do not respond in galil. Attempted fw reinstall, not successful. The reported issue was confirmed to be caused by an electrical failure of the pcba.